Event description:
The report say: at 11:00 on (B)(6) 2020, when using the c1 ventilator for the patients with brain trauma, it was found that the flow sensor did not pass the self-test, which could lead to delayed rescue time, resulting in the patient's blood oxygen saturation dropping, suffocation and life threatening. The ventilator was replaced immediately and operated normally without adverse consequences.(validity period not applicable).

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was a defective (patient) flow sensor. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.